Event description:
A patient was sitting on rn's lap when rn noted a drip coming from the IV tubing. Upon inspection it was noted that fluid was leaking from one of the hard plastic points from the operating room extension tubing. This is not a luer-lock site nor a site where two tubings were connected. The IV tubing was immediately changed. Resident was notified. The tubing was kept for inspection if needed. The patient has a broviac catheter in place and was running maintenance intravenous fluid (mivf).